Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the implant procedure the physician experienced difficulty placing this right atrial (ra) lead. Once a position was found the helix would not extend or retract. The lead was attempted and not implanted. No measurements were taken with lead prior to the helix extension issue. No adverse patient effects were reported.